Event description:
It was reported that in the last two weeks, three powerloc max needles have cracked and leaked. It was stated, no harm was documented for any of the patients and none were reported to have any infectious diseases. This report address the third of the three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak from the infusion set was confirmed and the cause appeared to be supplier-related. Three 20g powerloc max infusion sets were returned for investigation. Injection caps that are not supplied in the infusion set kit were attached at both the proximal luer adaptor and at the y-injection site. The samples exhibited evidence of use. A crack was observed at each y-injection site. The crack ran through the threads and parallel to the parting line inside the ¿y¿. One crack curved across the parting line as it approached the branch in the y-injection site. Each crack was gaping open and would have allowed fluid to leak from the y-injection site. The cavity numbers on the y-injection sites were 10, 13, and 15. Bd is working closely with the supplier to prevent recurrence of the reported event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asevf012 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asevf012) have been reported from the same facility.

Event description:
It was reported that in the last two weeks, three powerloc max needles have cracked and leaked. It was stated, no harm was documented for any of the patients and none were reported to have any infectious diseases. This report address the third of the three devices.